Manufacturer narrative:
Device MFR dates: battery pack - 06/2006. Other battery pack - 08/2006. Monitor - 05/2003. Battery charger - 06/2006. Device eval summary: device evaluations of battery packs, monitor, and battery charger have been completed. The reported problem was confirmed. The first battery pack was rec'd with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The second battery pack was also rec'd with 0 volt output. A defective u3 supervisory ic was found within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. Monitor passed all functional tests. Battery charger passed all functional tests. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery packs. The pt rec'd replacement battery packs, monitor, and battery charger.

Event description:
The wife of a male pt called lifecor customer support to report that one of his battery packs displays a bad battery icon flashing red when placed in the charger. When this same battery is inserted in the monitor a "?" Is displayed in the battery charge indicator. The battery currently in the monitor shows 3/4 full. Support had pt do a manual recording with the functioning battery. Support then requested the pt place the suspect battery in the monitor. The device started normally but again displayed the "?" Within the battery indicator. Support then requested the pt do a manual recording with the bad battery and download device. A review of the download shows the pt is changing batteries every day as instructed. The download shows one battery has been in use since the pt rec'd his device without incident/problem. The pt's suspect battery shows #001 battery pack fault, 0 serial number and runtime expired flags at start-up. A replacement battery pack and charger were provided to the pt. This same pt recently reported a similar problem with another of his battery packs. One battery pack and monitor were replaced at that time.